Manufacturer narrative:
Update: d9 & h3. Device evaluation: follow-up report submitted to document the device evaluation. Update: h6. Correction: follow-up report submitted to update device code.

Event description:
Per the customer, the short pointer was broken during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the short pointer was broken during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.